Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient I nvolvement in the event. Additional information received on evaluation stated that there were detached bearings found in the device.

Manufacturer narrative:
H3:product analysis:evaluation of the device determined the tube was not retracting and extending. The likely cause of failure was due to extensive corrosion. It was also noted that the bearing had fallen out at the distal tube and laser markings were vague. Aware date used as date of evaluation confirmed the bearing detached. ¿this regulatory report is being submitted due to retrospective review through CAPA 672570.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.